Event description:
Related manufacturer reference number: 1627487-2022-05880. Related manufacturer reference number: 1627487-2022-05881. It was reported that the patient experienced pain at the ipg site. Additionally, the patient experienced pulling in the neck and ineffective therapy due to high impedances caused by scar tissue on the extensions. As such, surgical intervention took place on (B)(6) 2022 wherein the extensions and ipg were explanted and replaced to address the issue. Issue was resolved and therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).

Manufacturer narrative:
The reported impedance issue and pain at ipg site was not confirmed. Analysis of the returned ipg found that it had no physical anomalies, it passed all functional testing on the ate (no anomalous outputs were observed), which specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation, and it communicated with all lab utilities.